Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) and right ventricular (rv) lead exhibited noise. The ra and rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.